Manufacturer narrative:
Results: only the proximal part of the penumbra system aspiration tubing (tubing) was returned for evaluation. The distal part of the tubing, the section that connects the tubing to the rotating hemostasis valve (rhv) was not returned. Conclusions: evaluation of the returned portion of the tubing revealed no leaks. The tubing was submerged in water and air was injected through the tubing and no leaks were observed. Only part of the tubing was returned for evaluation; therefore, the root cause of this complaint could not be determined. Penumbra tubing is visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration tubing (tubing). During the procedure, after confirming that the penumbra system 5max ace reperfusion catheter (5max ace), penumbra system pump canister kit and penumbra system aspiration pump max 110v (pump max) were properly connected, the physician powered on the pump max and noticed an air leak coming from the tubing. Therefore, the tubing was removed and the procedure was completed using new tubing and the same 5max ace and pump max. There was no report of an adverse effect to the patient.